Event description:
A home pt contacted baxter's technical service center for assistance regarding a "check line & bags" alarm received during the prime cycle in anticipation of their automated peritoneal dialysis therapy. Per initial report, the home pt's transfer set was connected to the pt line of the homechoice set during prime. Baxter's technical service center advised the home pt to dismantle the setup and to perform therapy with new supplies. No pt injury or medical intervention was associated with this incident per baxter affiliate.